Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 1:01 pm 459 mg/dl; 1:10 pm 153 mg/dl ; 1:11 pm 156 mg/dl; 1:11 pm 238 mg/dl; 1:12 pm hi mg/dl (which on the system indicates a result in excess of 600 mg/dl); 1:14 pm 141 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.